Event description:
Related manufacturing reference number: 2017865-2023-22424. Related manufacturing reference number: 2017865-2023-22428. It was reported that the patient presented to the operating room for a lead revision. It was noted with an x-ray that the right ventricular (rv) and right atrial (ra) leads had reduced slack. Once the physician opened the pocket, it was noted that the implantable cardioverter defibrillator (ICD) had migrated. The physician attempted to remove the rv lead from the ICD port and noted the set screw was difficult to remove. The screw eventually loosened and the lead was removed. It was then noted that the hex wrench would not engage with the set screw to tighten. It was believed the set screw was stripped. The ICD, rv lead and ra lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lack of lead slack. Final analysis found a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.